Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg became inoperable due to patient broke the charger and was no longer able to charge. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.